Event description:
Or procedure for removal of bladder stone using storz model 27080 calcutript unit. At the time of the unit operation, sparks were seen at the probe to equipment interface cord connection. The pt was noted as having a muscle reaction, ECG was monitored. The procedure was halted and the equipment examined. No abnormal ECG rhythm was noted in the recovery area.